Manufacturer narrative:
The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. No unexpected button error alarms noted. The insulin pump minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer has a button error alarm on the insulin pump. Customer stated that she was in the dominican republic and there was lots of humidity. Customer does not know what her blood glucose level was at the time. Customer has been using insulin pens since last monday. Customer was out of the country when she got the button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.